Manufacturer narrative:
The investigation reviewed the last calibration performed on (B)(6) 2023 and the recalibration performed on (B)(6) 2023; the results were within specifications. The customer stated that they had qc issues on (B)(6) 2023 and (B)(6) 2023; the qc issues were resolved by recalibration. Based on the information provided, the cause of the event could not be determined. The investigation did not identify a product problem.

Manufacturer narrative:
The reagent lot number is 69927101. The expiration date is 31-mar-2024. The field service engineer inspected the module and stated that the event was due to an unknown cause. He checked all patient results and verified that no samples were reported with reagent errors and no results were corrected. He checked the reagent volumes and noted that the customer had discarded the reagent. He determined the module was operating within specifications. The customer reviewed the results and verified previous patient samples repeated with no errors. The customer performed qc multiple times to check for reagent errors and was not able to reproduce any issues. The investigation is ongoing.

Event description:
The initial reporter received questionable tpuc3 total protein urine/csf gen.3 results from urine patient samples tested on the cobas 6000 c 501 (ul) v. The initial results were reported outside of the laboratory. The reporter noticed a high trend with the results during the data review prompting the rerun of the patient samples. The reporter was able to provide one example of discrepant results: on (B)(6) 2023: the initial result was 13.8 mg/dl. On 18-oct-2023: the first repeat result after calibration and qc was 7.6 mg/dl. The second repeat result of the remixed and recentrifuged patient sample was 7.2 mg/dl. The initial result was deemed correct.